Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urethral atrophy. The aus was removed, replaced and the cuff was downsized to a 3.5cm. There were no additional patient complications reported.